Event description:
It was reported that the patient has muscle stimulation with pain radiating down the left arm and fingers. It was also reported that the leads had probable outer insulation failure. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01, implanted: (B)(6) 2013; product ID 5076-45, implanted: (B)(6) 2013; product ID 383059, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.